Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet field service technician. A faulty 20a breaker was found and replaced. The device was successfully tested to factory specifications and returned to service. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).